Event description:
The customer reported pump was running and biomed testing was being performed. During biomed testing, the pump stopped working and shut down. The technician did not know if there were any alarms before pump stopped working. This was found during biomed testing, with no patient involvement. No additional information is available.

Manufacturer narrative:
(B) (4). The device was received for evaluation. The reported issue of pump shut down was confirmed. Device stopped in the middle of therapy due to a broken motor. The motor has been replaced, pump was tested and returned to customer within specifications.